Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed (01) one additional investigation request for this production order number for dysphotopsia - halos and glare. Product deficiency was not identified. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4) .

Manufacturer narrative:
Additional information: device available for evaluation; returned to manufacturer on: 09/25/2019. Device evaluation: the zlb00 lens was not received in its original package. Visual inspection using magnification was performed to the returned sample: lens returned cut in two pieces. Loose fibers/particles were observed on lens pieces related the handling of the unit out of a sterile environment. Residues of lubricant material was also observed on lens pieces. No damaged was observed to the haptics. The condition in which the sample returned is consistent with a lens that was explanted. The complaint issue reported could not be verified. Conclusion: as a result, of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: exact date of event unknown/not provided. Best estimate date is between (B)(6) 2019. (B)(4). Attempts were made to contact the customer account requesting additional information however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a model zlb00 23.5 diopter intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to complaint of poor post-op refraction. It was reported the replacement lens was the same model but a higher diopter (24.5) iol. No additional information was provided to johnson & johnson surgical vision.